Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("develop a long list of symptoms") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (having total hysterotomy). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Concerning the injuries reported in this case, the following one was reported via social media: adverse event nos. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of adverse event ("develop a long list of symptoms") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (having total hysteroctomy). Essure was removed. At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). "Concerning the injuries reported in this case, the following one was reported via social media: adverse event nos. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left coil migrated is in my upper uterine wall') and endometrial ablation ('ablation') in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (having total hysterotomy and ablation). At the time of the report, the device dislocation and endometrial ablation outcome was unknown. The reporter considered device dislocation and endometrial ablation to be related to essure. The reporter commented: had ablation and a tubal ligation, 14 months after, she is having a hysterectomy on (B)(6) for essure removal. Concerning the injuries reported in this case, the following one was reported via social media: device dislocation and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: device dislocation and ablation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left coil migrated is in my upper uterine wall') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vertigo ("vertigo") and nausea ("nausea") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (having total hysteroctomy and ablation). At the time of the report, the device expulsion, endometrial ablation, vertigo and nausea outcome was unknown. The reporter considered device expulsion, endometrial ablation, nausea and vertigo to be related to essure. The reporter commented: had ablation and a tubal ligation, 14 months after, she is having a hysterectomy on july 6th for essure removal concerning the injuries reported in this case, the following one was reported via social media: device dislocation and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event added- vertigo and nausea. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('left coil migrated is in my upper uterine wall') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vertigo ("vertigo") and nausea ("nausea") and underwent endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (having total hysteroctomy and ablation). At the time of the report, the device expulsion, endometrial ablation, vertigo and nausea outcome was unknown. The reporter considered device expulsion, endometrial ablation, nausea and vertigo to be related to essure. The reporter commented: had ablation and a tubal ligation, 14 months after, she is having a hysterectomy on july 6th for essure removal concerning the injuries reported in this case, the following one was reported via social media: device dislocation and endometrial ablation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.